Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that inotropes were initiated. The patient ultimately passed away.

Manufacturer narrative:
B1: report type corrected. D4: catalog number corrected. E1: reporter phone number and email were not available. H6: clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not confirm the suspected outflow graft obstruction. A direct correlation between the obstruction and the observed low flow alarms could not be conclusively established. Additionally, a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The outflow graft clip was returned properly attached to the device. The apical cuff was returned secured with the cuff lock fully engaged. Of note, the apical cuff used was a mini apical cuff. The outflow graft and bend relief were returned sewn together by sutures at the distal edge of the bend relief. Upon disassembly of the outflow cannula, the outflow graft appeared free of distortion with only a normal/expected accumulation of tissue was observed on its exterior. The lumen of the graft revealed no depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The log files submitted and retrieved from the returned device captured transient low flow alarms on (B)(6) 2023. The device appeared to have functioned as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. This section also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
External outflow graft obstruction (eogo) was identified by visual observation in person when the patient was brought to the operating room (or). The surgeons opened the chest to try and solve the low flows, but they observed tissue inside the bend relief. It was not confirmed that it was causing the low flows but it was a theory that they had in mind.

Manufacturer narrative:
Sections d9, h3 corrected to indicate product returned and was evaluated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient arrived to the hospital with low flow alarms. The patient had waited for a long time at home before attending the hospital. The hospital was unable to reverse the low flows. The patient went into the or and was started on cardiopulmonary bypass (cpb) to examine the device. The healthcare professionals said that the patient had suffered brain damage due to the low flows that ultimately led to their death. External outflow graft obstruction (eogo) was present and was thought to have potentially been a cause of the low flows, but there was not enough evidence. It was unclear if the death was device related or if it operated as expected. The patient arrived in an emergent situation and the clinical scenario was unclear to all. The pump performance seemed okay but was not easily assessed.